Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self-testing.